Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringes 0.5ml 31ga 8mm ufii experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9252463. Verbatim: consumer reported when he removed shield from syringes, needle and hub stayed inside shield. 2 syringes affected. Date of event: (B)(6) 2020.

Event description:
It was reported that 2 syringes 0.5ml 31ga 8mm ufii experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328468, batch no: 9252463. Verbatim: consumer reported when he removed shield from syringes, needle and hub stayed inside shield, 2 syringes affected, date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200845989] noted for out of spec shield pull. H3 other text : see h.10.

Event description:
It was reported that 2 syringes 0.5ml 31ga 8mm ufii experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9252463. Verbatim: consumer reported when he removed shield from syringes, needle and hub stayed inside shield 2 syringes affected date of event: 2020-03-16.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-29 h.6. Investigation summary samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and one non-conformance was raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #78592 was created for raised hubs, the camera was out of adjustment. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.